Event description:
Edwards learned via published article of a 29 mm sapien transcatheter valve implanted in a 29 mm perimount aortic bioprosthetic valve. The implant duration and reason for intervention is unknown. The is no additional information provided regarding this event.

Manufacturer narrative:
The device remains implanted (valve in valve), thus the root cause and mechanism leading to this event cannot be determined at this time. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events.